Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while attempting to deliver a bolus a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer did not receive the intended bolus due to the malfunction alarm. The customer delivered a bolus via manual injection. There was no impact to the customer's blood glucose level.